Event description:
It was reported that the patient has had an increase in seizures. The patient has also been referred for generator replacement due to intensified follow-up indicator (ifi) = yes. Attempts for additional information have been made; no additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent prophylactic generator replacement due to the battery being at intensified follow-up indicator = yes. The lead was also prophylactically replaced to upgrade to a single pin model. The explanted devices were received by the manufacturer and are pending completion of product analysis. Per the neurologist, the patient's seizure frequency is always variable, and it is hard to tell if the patient actually had an increase in seizures, or if the patient was having normal fluctuation in the seizure frequency. It was noted that the seizures were not believed to be related to the vns. It was noted that the most recent diagnostics were within normal limits, although the exact diagnostics values were unknown. No additional relevant information has been received to date.

Event description:
Generator and lead product analysis was completed. There were no anomalies with either returned device. Generator output was measured for >24 hours and there were no variations in the generator output. The conditions of the devices were consistent with those typical of explanted devices. No additional relevant information has been received to date.